Event description:
Per the clinic, the patient experienced a skin breakdown and surgical wound dehiscence, exposing the receiver/stimulator. The patient was treated with few courses of antibiotics (specific type, date and duration not reported). Subsequently, the device was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.